Event description:
A 77-year-old male was admitted. On 6/8/99 with generalized weakness, chest pain and black/vomitus black/stool. He required multiple blood transfusions for an admission hemoglobin/hematocrit of 6.4/19.4. On 6/14/99 he underwent a cardiac catheterization which revealed three vessel disease and normal left ventricular function. On 6/18/99 he underwent an angioplasty of the left anterior descending (lad) artery. During the procedure, a scimed 2.5/16 nir stent was inserted. A 3.5/9 chubby balloon was then inserted and inflated. (The cardiologist had intended to insert a 2.5/9 chubby balloon.) The attending thought he had asked for a scimed 2.5/9 chubby balloon to be handed up to the sterile field. The tech believed the cardiologist asked for a scimed 3.5/9 chubby balloon and handed the 3.5/9 balloon to the cardiologist. The 3.5/9 balloon was used and when it was inflated it most likely caused a perforation of the pt's lad artery. The pt became transiently hypotensive and a balloon lifestream was then inserted which sealed off the perforation. Hemostasis was obtained. An intraaortic balloon pump was inserted for hemodynamic support. A cardiac echo following the procedure revealed moderate pericardial effusion with no evidence of tamponade, some right atrial collapse but no right ventricular collapse. The pt was initially stabilized and the balloon pump was removed on 6/19/99. On 6/20/99 the pt showed signs of acute renal failure and respiratory distress requiring intubation. His condition continued to deteriorate and he expired on 6/22/99. It was thought that the incident in the cath lab was one of the contributing factors of this pt's death. It was noted that although the size of the catheter was clearly visible on the inner and outer packaging, the printing of the size on the actual balloon is small making it difficult to read. The device did not malfunction, however there was user error in that the wrong balloon size was inadvertently used.